Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) showed 1st degree atrio-ventricular (av) block. The patient complained of lightheadedness; a holter monitor showed wenkenbach (wb) block as well as 2:1 av block. A subsequent echocardiogram showed a 25% ejection fraction and the patient presented with new york heart association (nyha) class ii heart failure. Three months and one week post-implant, the ECG showed sr 1st degree av block with premature supraventricular complexes and left bundle branch block (lbbb). Three months and two weeks post-implant of this valve, the patient was implanted with a cardioverter-defibrillator (crt-d). No further adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).